Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). The reason for call was caller stated that yesterday they were bending over to take some groceries out and all of a sudden they stood back up and pain shot through their lower back again. Caller stated they haven't had this pain in quite a while and don't know if the stimulator was off or if something that needs to be adjusted. Caller added that now it's hard for them to stand up. Agent walked caller through checking their stimulation. Caller confirmed stimulation was on. Caller increased stimulation to a comfortable level. Caller stated they still feel the pain when they bend over. Agent reviewed with caller that the stimulator seems to be working as intended and recommended patient follow up with their healthcare provider regarding the pain. The patient was redirected to their healthcare provider to further address the issue. Patient called back and elaborated that since about last friday their stimulation hadn't been working correctly. Patient said now they feel vibrations around through their stomach, rather than lower where it usually was. Agent again redirected to hcp to make reprogramming appointment and the patient said they already did that - they have an appointment on oct. 4th coming up, but wanted to make sure a rep would be there.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.